Event description:
My surgeon used the medtronic infuse during my spinal surgery. This caused me significant injury including pain, nerve injury as well as the constant fear that my pain will never go away.